Event description:
Patient reported the tick button is not working. Patient stated she has to hold it down to rewind the piston rod or start priming. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.